Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery with two prostyle device using the pre-close technique via a 6f sheath hole prior to an interventional stent graft procedure. The prostyle sutures were successfully pre-placed. The sheath was upsized to a 16f sheath and the interventional procedure was completed. Reportedly post procedure, a suture was pulled too tight and it broke during knot advancement. Hemostasis was achieved via manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.